Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient completed cooling phase in an arctic sun device and had begun rewarming, but patient temperature (pt) was dropping. Wanted to verify device was working correctly, patient temperature (pt) was dropped from 35.9c to 35.3c with targeted temperature (tt) was 37c, water temperature (wt) was 40c. Noted device was responding as expected with very warm water so it was aware of patient temperature (pt) drop and trying to actively get the patient temperature (pt) back up. Discussed pad coverage, nurse noted they did not place pads, but they were too small, and they were tried repositioning them. Encouraged to add universal pad if need for additional coverage. Appropriate coverage assists greatly with temperature management. Call back with any additional questions or concerns. Per follow up information received via phone on 22 nov 2024, it was reported that spoke with nurse, who noted the doctor ordered a replacement of the pad set with a larger size. Size small pads replaced with medium pads. Once replaced, the patient reached tt without further issue. Confirmed this was an issue of patient wearing wrong sized pads.

Event description:
It was reported that the patient completed cooling phase in an arctic sun device and had begun rewarming, but patient temperature (pt) was dropping. Wanted to verify device was working correctly, patient temperature (pt) was dropped from 35.9c to 35.3c with targeted temperature (tt) was 37c, water temperature (wt) was 40c. Noted device was responding as expected with very warm water so it was aware of patient temperature (pt) drop and trying to actively get the patient temperature (pt) back up. Discussed pad coverage, nurse noted they did not place pads, but they were too small, and they were tried repositioning them. Encouraged to add universal pad if need for additional coverage. Appropriate coverage assists greatly with temperature management. Call back with any additional questions or concerns. Per follow up information received via phone on 22nov2024, it was reported that spoke with nurse, who noted the doctor ordered a replacement of the pad set with a larger size. Size small pads replaced with medium pads. Once replaced, the patient reached tt without further issue. Confirmed this was an issue of patient wearing wrong sized pads.

Manufacturer narrative:
This supplemental MDR is being submitted to capture additional information from the investigation details. There were no health consequences or impact to the patient. A review of the risk document was performed for the investigation. The reported event is addressed, and based on this review, the risk acceptable; therefore, this event is not reportable. A sample was not available for evaluation. The reported event was confirmed use related as the patient was wearing wrong sized pads. A DHR review was not required because the investigation was confirmed as use related. Current manufacturing controls in place to prevent this failure include: information for safety- ifus and labeling instruct the user on proper pad size that allows for full respiratory excursion. Baw7667062, rev 0, was reviewed for this investigation. The labeling is found to be adequate. Directions for use: * select the proper number, size and style pad for the patient size and clinical indication. However, the rate of temperature change and potentially the final achievable temperature is affected by pad surface area, patient size, pad placement and water temperature range. Best system performance will be achieved by using the entire pad set (4). If the entire set of pads is not used, the minimum flow rate may not be achieved. * once the pads are primed, assure the flow rate displayed on the control panel is greater than 1.7 liters per minute, which is the minimum flow rate for a full pad kit (4). The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient completed cooling phase in an arctic sun device and had begun rewarming, but patient temperature (pt) was dropping. Wanted to verify device was working correctly, patient temperature (pt) was dropped from 35.9c to 35.3c with targeted temperature (tt) was 37c, water temperature (wt) was 40c. Noted device was responding as expected with very warm water so it was aware of patient temperature (pt) drop and trying to actively get the patient temperature (pt) back up. Discussed pad coverage, nurse noted they did not place pads, but they were too small, and they were tried repositioning them. Encouraged to add universal pad if need for additional coverage. Appropriate coverage assists greatly with temperature management. Call back with any additional questions or concerns.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient completed cooling phase in an arctic sun device and had begun rewarming, but patient temperature (pt) was dropping. Wanted to verify device was working correctly, patient temperature (pt) was dropped from 35.9c to 35.3c with targeted temperature (tt) was 37c, water temperature (wt) was 40c. Noted device was responding as expected with very warm water so it was aware of patient temperature (pt) drop and trying to actively get the patient temperature (pt) back up. Discussed pad coverage, nurse noted they did not place pads, but they were too small, and they were tried repositioning them. Encouraged to add universal pad if need for additional coverage. Appropriate coverage assists greatly with temperature management. Call back with any additional questions or concerns. Per follow up information received via phone on 22 nov 2024, it was reported that spoke with nurse, who noted the doctor ordered a replacement of the pad set with a larger size. Size small pads replaced with medium pads. Once replaced, the patient reached tt without further issue. Confirmed this was an issue of patient wearing wrong sized pads.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d, g, h. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.